Manufacturer narrative:
The eki board (part # 022224) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the s072 pia board as the error could not be duplicated. The probable cause of the reported issue was not identified as the issue could not be duplicated during functional testing of the returned part.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The customer was able to confirm the problem by reviewing the error log. The fse was not able to reproduce the problem. The fse was unable to run the instrument. The main arm sample nozzle was found stuck between the diluent well and discharge tube. The sample nozzle was broken in half. The fse was able to resolve the problem by replacing the sample nozzle and the eki board. The quality control (qc) results passed and within published ranges per package insert. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02jun2018 through aware date 02jul2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2062 - specimen level detection failure by main arm. Cause: no liquid level was detected even after the specimen dispensing tip was lowered to the bottom of the container. The measurement result will be flagged (ss flag). Solution: verify that the specimen is in the correct position and its volume is sufficient. If retry fails, contact tosoh service center or local representatives. The probable of the reported event has not yet been determined; evaluation is currently in-process.

Event description:
A customer reported getting error message 2062 - specimen level detection failure by main arm on the aia-2000 instrument. The customer saw the error and reported that the sample probe looked like it went too far into the sample and that the sample probe looked cracked. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lh ii), follicle stimulating hormone (fsh), prolactin (prl), and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.